Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during preparation, the proglide device was found with a broken foot prior to use. A new proglide was used to complete the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The root cause of the reported difficulty cannot be determined. In this case, it is possible the guide broke during removal from the tray, however, this cannot be confirmed as the device was not returned. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. G2 correction: distributor removed.